Event description:
The customer contact reported defective clave. It was reported that the clave secondary port on the cassette of the tubing set was defective. No specific details were provided. There were no reported adverse pt events and no reported delay of critical therapy. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
Three (one used, one opened, and one sealed) devices were received and evaluated. Visual inspection of the devices revealed that the claves at the secondary port of each device was partially torn off. There are white drag marks indicating the use of force. The sealed sample was only partially torn. Hospira has completed a formal investigation. According to the investigation, the probable root cause is related to design of male/female adapter (semi-rigid) that is bonded between the clave port and the secondary port of the cassette. This report represents all the info known by the reporter upon query by hospira personnel.